Event description:
It was reported that during a shift check, the lcd backlight of the autopulse platform was flashing on and off. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and it was observed that the front enclosure was damaged. From the condition of the returned unit, the cause of the damages appears to be wear and tear. Functional testing was performed and the reported complaint of the "flashing" lcd display was observed. Further inspection identified that the lcd display was defective. The platform was run continuously with a test mannequin for 5 minutes and no other problems were found. The platform passed functional test requirements. A review of the archive was performed which showed that no user advisories or errors occurred on the reported event date of (B)(6) 2015. Based on the investigation, the part(s) identified for replacement were the following: front enclosure and lcd display. In summary, the reported complaint was confirmed during functional evaluation and is attributed to the lcd display being defective. Following service, the device passed all testing criteria.